Event description:
It was reported that the piston on the pump did not fully retract resulting in the pump having an occlusion alarm. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.